Event description:
Report 5 of 5 received of air in the tubing distal to the filter. It was reported that the patient received lipids via a gemstar pump at a rate of 5ml/hr for 12 hours via a broviac catheter. The set was primed via the pump and the "filter was gently tapped to remove any air" the customer reported that the pump was replaced prior to the lipid infusion being initianted. The patient's relative reported that at 9:30pm the lipid infusion was initiated and at 9:40pm 7cm of air was noted distal to the filter. At 10:53pm, 6cm of air was noted distal to the filter and at 10:56pm, 4cm of air was noted distal to the filter. The following morning at 6:45am, 3cm of air was noted distal to the filter. Each time that air was noted, the relative disconnected the tubing, purged the air out of the tubing and then resumed the infusion. The patient did not experience any adverse effects. The customer contact reported that following this event, the tubing set used to deliver the lipids was changed to list #13273 and an add on filter from ICU medical was added to the set. There has been no reported air distal to the filter since this change.